Event description:
Customer reported that he had high blood glucose 294 mg/dl. Customer stated that his sensor was bent and was not communicating with the transmitter. Customer stated that she had lyme disease and he is taking antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.